Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had low blood glucose and also reported that, the sensor was not working because it was in the warm up period for 12 hours already. The customer had low blood glucose of 44 mg/dl and was treated by drinking juice and declined troubleshooting of it. Customer was able to connect transmitter to the pump successfully and the pump is now on warm up mode. The device will not be returned for analysis.